Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels below 42 mg/dl. Customer¿s blood glucose level was 120 mg/dl at the time of call. Customer was treated with and food. The product will be returned for analysis.